Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely foreign objects, e.g. Water, dust, chemical residue may have been temporally interrupting the communication between scope and processor, and led to the phenomenon, since the it was not reproduced at the service department. This issue is addressed in the instructions for use (IFU): "6.3 connection of an endoscope make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated or confirmed. When tested, the unit produced a video image as expected; no problems were noted with the video connector.

Event description:
A user facility reported to olympus that the image was lost on the monitor during a procedure and when they "wiggled" the scope the image appeared but was lost again. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus.